Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, it was reported by a sales representative via email that an ar-3740sp double loaded knotless knee fibertak would not hold tension properly. This was discovered during a quad repair procedure.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 11-dec-2025: during the procedure, the anchor was removed and did not remain in the patient. No components broke inside the patient, and therefore no fragments required retrieval. The case was completed using regular sutures that were tied to finalize the repair. The surgery experienced an approximate 20-minute delay, but no additional anesthesia was administered.